Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with dizziness and arm numbness. It was noted that ventricular pacing events were not captured at programmed output. Output was increased to 7.5/1.5 which still resulted in non-capture and all telemetry was lost shortly after attempting high output. Telemetry was regained after a few minutes, however, capture was not. Additionally, there was inconsistent battery depletion and they were unable to obtain battery impedance or pacing impedance. It was also noted that the patient has experienced multiple falls over the last month. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: preliminary and functional testing was performed on the returned device. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in field action, returned product testing found the device did perform as described in the field action.